Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 518 mg/dl at time of incident. Customer states they checked their blood glucose using meter and got a reading of 493 mg/dl. Customer also made multiple manual boluses but their blood glucose not going down. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with manual bolus. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer does not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer reports basal rates were programmed accurately. Customer declined to perform the high pressure test. Customer reports bolus wizard was programmed accurately. Customer reports bolus history displays all bolus entries based on their recollection. The devices will not be returned for analysis.